Event description:
The hospital reported an incident in which a cardiac pause of greater than 5 seconds (5.1 seconds) did not initiate an asystole alarm in a spacelabs 90496 module. The module did not produce an audible alarm or print a paper copy of the alarm condition. The 90496 module is designed to alarm for an asystole event within 5 seconds or less.

Manufacturer narrative:
Testing by the manufacturer was performed on an equivalent spacelabs model 90496. Spacelabs has determined that a design element of the 90496 module that reduces the probability of false asystole alarms will have the unintended result of defining pulseless electrical activity as a pause. Such definition could cause the machine to fail to recognize or alarm for an actual asystole event. We have improved the ECG detection mechanism to address this issue. As this anomaly had only been reported three times in our installed base of modules, our solution involves updating the incident module and all new modules going forward. We updated kingston general hospital's modules in 2006. Note: this report is being submitted as a result of a reevaluation of past complaints by spacelabs. Although a report had not previously been filed for this incident, we have concluded that a report is appropriate. We are now reporting this incident.